Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that all the buttons did function properly and no damage on the keypad assembly. No error alarm or constant tone noted during testing. Inspected the lcd and no unlock keypad connector noted. The device was received with cracked reservoir tube lip.

Event description:
It was reported that the customer had buttons issue. Customer stated keypad unresponsive and continuous tone. Customer blood glucose was 90 mg/dl. Advised the customer that insulin pump would be replaced. No further information provided.